Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG monitoring failure" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom. The customer's report was observed during review of the device history logs. However, the device was put through extensive testing including bench handling and stress testing without duplicating the report. The multifunction cable and defib cable receptacle were replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.